Event description:
Medtronic recall of ICD generator device secondary to possible battery malfunction. 70 year old male w/ history of coronary artery disease status post cornary artery bypass graft, ischemic cardiomyopathy and sudden cardiac arrest in 2002. Dual chamber ICD implant for ventricular tachycardia. Patient was notified by the physician of a medtronic recall alert. Recall information caused great deal of anxiety for patient and was constantly worrying about device and if it is functioning appropriately. Scheduled for ICD generator replacement.